Event description:
Revision surgery - due to the central screw on the baseplate breaking. The surgeon removed the old baseplate, glenosphere, insert and locking screws. Luckily, he was able to find good bone and reimplant a new baseplate, as well as locking screws, a glenosphere and an insert. The surgeon stated that the screw most likely broke due to poor bone quality.

Manufacturer narrative:
The reason for this revision surgery was the central screw on the baseplate broke. The previous surgery and the revision detailed in this investigation occurred over 1.2 years apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR), shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no ncmrs associated with the components that may have contributed to reported event. The device and its applicable concomitant devices were verified to have gone through acceptable sterilization processes and were within their respective expiration dates at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device (s) was the source or had a direct connection with the reported event. The root cause of this complaint was a revision surgery due to the screw on the baseplate breaking, the surgeon stated "the screw most likely broke due to poor bone quality". No other information was submitted with the complaint regarding any activities the patient was involved in that may have contributed to the reported event. There are multiple factors that may contribute to an event; these are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.